Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled," "pacer disabled," "pacer fault 116," and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.